Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the power switch that was replaced. Additional findings include the following: front panel needed to be replaced due to poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a power switch malfunction where the power button was stuck; not allowing the device to turn on. The issue occurred before a therapeutic or diagnostic procedure. The there was no delay on the intended procedure and was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.